Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 1st and 2nd distal and 1st proximal stent strut rows were noted to be lifted and stretched distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-sep-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified mid left anterior descending artery. A 2.75x28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.